Event description:
The hospital reported that during a coronary artery bypass procedure, while deploying the heartstring iii, the physician was not able to get the seal to unroll and sealed off the aortotomy, after several attempts to manipulate the seal, the blood loss was becoming a concern and the physician chose to remove the seal and use an additional one to complete the procedure. The patient lost significant blood but not enough to require a transfusion. The date of the event, the patient was recovering normally.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).